Event description:
This case was reported by a consumer (husband of pt) and described the occurrence of stomach pain in a (B)(6) female pt who received glucose oxidase + lactoperoxidase + lysozyme (biotene dry mouth mouthwash) for two years for dry mouth. A physician or other health care professional has not verified this report. Concurrent medical conditions included dry mouth, multiple sclerosis, pain, and wheelchair user. Concurrent medications included unknown (unspecified medications). On an unknown date, the pt started glucose oxidase + lactoperoxidase + lysozyme. The pt would swallow glucose oxidase+ lactoperoxidase + lysozyme. This represents intentional misuse. At an unknown time after starting glucose oxidase + lactoperoxidase + lysozyme, the pt experienced stomach pain, diarrhea, dehydration, colon obstruction, and partial colectomy. The pt was hospitalized. Treatment with glucose oxidase + lactoperoxidase + lysozyme was continued. At the time of reporting, the intentional misuse was unresolved while the outcome of the remaining events was unknown. Consumer reported that his wife has been using biotene oral rinse for the past 2 years. Consumer reported the experience of intentional misuse further described that for the past 2 years, his wife has been swallowing a little bit of this and she uses it continuously for her dry mouth. Consumer is in a wheelchair and during the day, she goes to a senior day center and it's hard for her to get around, so she swallows it. Consumer is aware that she should not swallow the product, but feels since it's just a little bit, that it is okay to do that. Consumer continues to take biotene oral rinse because she needs it for her dry mouth. Consumer has dry mouth from the unspecified medications that she takes. Consumer reported about a week prior to (B)(6) 2012, that his wife had diarrhea off and on. Consumer reported on the evening of (B)(6) 2012, consumer had a stomach ache and stomach pains, so he took his wife to the emergency room and she was admitted on (B)(6) 2012 to [redacted] hospital. Consumer reported at 3:30 on (B)(6) 2012, his wife had surgery because her colon was blocked from dehydration and she had 15 inches of her colon removed. Consumer reported that the doctors suggested that wife wasn't drinking a lot of liquids, but she drinks propel water, coffee, and tea. Consumer reported that the doctors and himself are not sure if biotene oral rinse is the cause of her stomach ache, diarrhea, stomach pain, dehydration, or colon blockage. After consumer had her surgery, they worked on her diet, tried to get her bowels back to normal, and tried to get her used to being in her wheelchair more. Consumer reported that his wife had a large incision from the surgery. Consumer was released from the hospital on (B)(6) 2012, and went to [redacted] rehabilitation center for 2 weeks and was released on (B)(6) 2012. Consumer had a follow up doctor's appointment on (B)(6) 2012, and consumer also saw her regular physician after that. Consumer's surgeon was a female, dr [redacted]. Consumer reported that her regular physician told her not to swallow biotene oral rinse and showed consumer that it says right on the bottle not to swallow it, but consumer continues to use biotene oral rinse and swallow a little bit of it. I asked consumer if his wife had any testing, or if his wife was on any medications, or if she received treatment after the surgery, and he would not comment.

Manufacturer narrative:
Biotene is manufactured in (B)(4), in the united states. The lot number for this product is available; however, it is unknown whether the product will be returned for quality assurance testing. (B)(4).